Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. The insulin pump passed the reset error test. No unexpected audio anomalies or reset anomalies were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a failed self test alarm on the insulin pump. Customer stated that the pump reset and it would not allow her to do anything. Customer wanted to change the battery and battery cap. Customer was in class when the pump started beeping and vibrating with the alarm. Customer cannot clear it out and the battery cap was messed up due to the screw driver. Customer's blood glucose level was 65 mg/dl. Customer stated that she will treat with food. Customer was able to program a normal bolus into the air. Customer was able to perform the rewind process again. Insulin pump will need to be replaced. No additional information provided.